Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with kit grp a strep 30 test veritor a false positive result was obtained. Confirmatory testing performed using quidel quick vue and the result was negative, plate culture was also negative. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that she got 1 discrepant result using the bd group a strep test. Customer got a positive result using the bd group a strep test and a negative result using the quick vue quidel kit. Customer also got a negative result from the culture.

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaint that alleges getting a false positive result when using kit grp a strep 30 test veritor (material # 256040), batch number 9358214. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that while testing with kit grp a strep 30 test veritor a false positive result was obtained. Confirmatory testing performed using quidel quick vue and the result was negative, plate culture was also negative. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that she got 1 discrepant result using the bd group a strep test. Customer got a positive result using the bd group a strep test and a negative result using the quick vue quidel kit. Customer also got a negative result from the culture.